Event description:
The device displayed several episodes with noise present on the rv and far-field channels. Impedances are steady and the noise cannot be reproduced. There are no known sources of emi or correlation to time of day with episodes. The patient is currently receiving radiation therapy. The device and lead remain implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.